Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ek44 implanted: (B)(6) 2021 product type lead. Product ID 978b128 lot# va2ek44 implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the x-rays were normal. The cause of the high impedances was not determined it was unknown the most likely cause. It was reported that the issue was not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, (B)(6), ubd: 08-feb-2023, (B)(4). Product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a lead issue. The patient had the device off for some time. The ins had 50 months left on the battery. During a routine visit with the hcp there were high impendences on electrodes 2 and 3. An x-ray was ordered. There wasno other stimulation issues reported. No troubleshooting was performed. The cause was not known. High impedances had not been observed on the day of surgery. The issue was not resolved and was ongoing. No action was taken, and there was no adverse outcome. It was reported that the patient has anxiety and turns the device off a lot. They manage symptoms with diet and medications. It was reported that they did see a difference when the device was off. It was reported that they would like to discuss full replacement when they decided they were ready.